Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent an ipg revision procedure due to an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was revised because the patient felt the ipg was uncomfortable, not sitting as flat as she would like, and impeded her clothing.

Event description:
A report was received that the patient underwent an ipg revision procedure due to an unknown reason.

Manufacturer narrative:
Additional information was received that the ipg was revised due to the patient losing 18 kgs of weight which made the ipg more superficial. The lead position was too close to the dorsal ramus and was causing shocks so, during the revision procedure, the physician moved the lead back so that the stimulation was more comfortable. The patient was implanted with two systems at the time of the (B)(6) 2016 revision. System #1 was implanted on (B)(6) 2014 and consists of: model: sc-2366-50 serial: (B)(4). Description: linear 3-6 lead, 50cm model: sc-2366-30, serial: (B)(4), description: linear 3-6 lead, 30cm. Model: sc-1132, serial: (B)(4), description: precision spectra implantable pulse generator. System #2 was implanted on (B)(6) 2016 and consists of: model: sc-2366-50. Serial: (B)(4), description: linear 3-6 lead, 50cm. Model: sc-1132, serial: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient underwent an ipg revision procedure due to an unknown reason.